Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. It was found the customer was no longer using their insulin pump and have reverted back to manual injections. The customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer was also unable to clear their motor error alarm. Customer's blood glucose was 400 mg/dl. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window and shifted end cap sticker.